Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic s7 segmental hepatectomy, when trying to remove the blood vessel, the device did not fire. It was replaced with a new reload. There was no patient injury.